Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8276932. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally composition testing of the foreign material present on the returned device, was positively identified as polyethylene terephthalate mixed with silicone. Unfortunately due to the breached packaging seal, our team of investigators are not able to isolate the material to the manufacturing process, this has limited the ability to positively identify a root cause at this time. We could not define a specific root cause for this issue since the actual sample received did not show any fm in the needle tip section, it was observed that the container available for evaluation already was opened, according this matter we could not determine if it was user or manufacturing related issue.

Event description:
It has been reported that the bd nexiva diffusics 22ga 1.00in (0.9 mm x 25 mm) has been found containing foreign matter before use. The following has been provided by the initial reporter: I would like to inform you of a complaint regarding bd nexiva diffusics 22ga. Description of the complaint: "when opening the sterile packaging, there appears to be a 'substance' on the needle tip."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva diffusics 22ga 1.00in (0.9 mm x 25 mm) has been found containing foreign matter before use. The following has been provided by the initial reporter: I would like to inform you of a complaint regarding bd nexiva diffusics 22ga. Description of the complaint: "when opening the sterile packaging, there appears to be a 'substance' on the needle tip."